Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event(s) of inability to speak and stroke which required hospitalization. The etiology of event(s) is unknown; therefore, causality cannot be firmly established. However, the pdrn stated the event(s) were unrelated to the liberty select cycler or any fresenius device(s) or product(s). Based on the information available, the liberty select cycler can be disassociated from the event(s) as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The spouse of a peritoneal dialysis (pd) patient called technical support requesting assistance with the removal of a baxter connection set (not a fresenius product) so that the patient could use their liberty cycler. During the call, it was reported that the patient was discharged from the hospital earlier that day. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient experienced ¿stroke like symptoms¿ (inability to speak) on (B)(6) 2019 (timeline not provided), which spontaneously resolved without intervention. However, the symptoms reappeared (including an inability to use zippers) on (B)(6) 2019 while performing continuous cyclic peritoneal dialysis (ccpd) therapy, and the patient was transported to the hospital. The patient was hospitalized from (B)(6) 2019 due to a stroke, cause is unknown. The discharge summary was requested; however, it has not been received by the pdrn. The patient continued to undergo ccpd therapy while hospitalized utilizing baxter product(s). The patient was discharged with a cardiology follow-up appointment and is currently wearing a holter monitor. The pdrn stated that the event(s) were unrelated to pd therapy utilizing the liberty select cycler or any fresenius device(s) or product(s). The patient was evaluated at the outpatient dialysis clinic on (B)(6) 2019, and the baxter connection set was removed. The patient resumed pd therapy that evening utilizing the same liberty select cycler. Per the pdrn, the patient has recovered from the event(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.